Event description:
It was reported by the customer the clinician inserted a PICC on (B)(6) 2023. He was able to puncture the vein, but unable to advance the guidewire, so he pulled it back together w/ the needle, but met resistance and noted a shear at the elastic coil part of the guidewire. He then decided to nick the patient's skin and was able to successfully remove both the needle and the guidewire. I dropped another needle and he was able to successfully insert the PICC line. Response received 01/09/2024: as far as we know, there are no health consequences related to the incident.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.